Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip system instructions for use instructs the user to remove the gripper line after detachment of the delivery catheter shaft prior to clip delivery system (cds) removal. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and user error. The reported difficult to remove (tension on the clip) appears to be related to the user error. The reported use error (improper or incorrect procedure or method) was associated with removal of the cds prior to removing the gripper line. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Clip delivery system (cds 51216u107), referenced, is filed under a separate medwatch MFR number.

Event description:
This is filed to report that the implanted clip (51216u109) detached from one leaflet but remained attached to the other leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. There was a slightly restricted posterior leaflet. The first clip delivery system (cds 51216u107) was advanced to the left atrium (la). During advancement, the delivery catheter (dc) shaft deflected anterior, resulting in an abnormal curvature. Attempts were made to release tension, but the steering issue continued. The cds was removed and replaced. A second cds was advanced to the mitral valve and the clip was deployed centrally. The mr was reduced to 2, with a remaining lateral jet. The third cds (51216u109) was advanced to the mitral valve and the clip was positioned lateral to the first clip. The mr was reduced to 1. Clip deployment was started. The gripper line was confirmed to move freely. After releasing the clip, the cds was removed, inadvertently leaving the gripper line in place. Tension was observed on the clip and the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr grade increased from 1 to 2. The gripper line was carefully removed. A total of two clips were implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.